Event description:
A customer contacted beckman coulter inc. (Bec) regarding a false high chloride (cl) result and false low calcium (ca) result for 1 patient sample generated by their unicel dxc 600 pro synchron clinical system. The results were reported out of the laboratory. When the issue was noticed, the sample was rerun and the report amended within 15 minutes of the original results being reported. The customer provided all results from this sample, but only cl and ca were erroneous. The original cl result was 118 mmol/l and 105 mmol/l upon repeat. The original ca result was 8.6 mg/dl and repeat result was 10.5 mg/dl.

Manufacturer narrative:
Qc prior to and after the event was within laboratory's established ranges. A field service engineer (fse) went on-site and inspected the ise system. Fse cleaned the electrode ports and co2 acid pathway. Fse found one of the electrodes had a cracked face and replaced the co2 electrodes. Repairs were verified per established procedures and instrument performance was verified. A clear cause for the event could not be determined. Unclean electrode ports could have caused or contributed to the event.